Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the systems universal surgical manipulator (usm) 4 to correct reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm/reproduce the reported complaint. The usm was tested on an in-house system and failed normal mode, as error 319 was triggered. The rolling loop fiber was replaced and the error went away. The original rolling loop fiber was connected and the error 319 returned. The unit was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva), sensors check, sine cycle, brake, carriage strength, direction, insertion buttons, check cannula and carriage switches tests; but, failed the fiber test on the rolling loop.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the systems universal surgical manipulator (usm) 4 faulted during surgery. The operating room (or) staff power-cycled the system before calling and noted that error 319 returned upon powering up. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and found error 319 on the usm 4. The tse asked the or staff to remove instruments, power-cycle the system power, and emergency power off (epo) the patient side cart (psc). Error 319 returned again upon powering up. The tse then informed the or staff they could undock and disable the usm 4 and continue with usms 1, 2, and 3; if possible. The surgeon undocked the usm 4 and moved it out of the way to continue with the case, robotically. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.